Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. It was reported that the device separated while removing the balloon sleeve. There was no damage noted to the box, pouch, hoop or balloon sleeve. There was no force required when removing the device from packaging. The mandrel was removed from the device without difficulty. The balloon sleeve was removed from the device. Reportedly the device did not break/stretch or kink as a result of attempting to remove the balloon sleeve. There were no kinks noted on the device prior to use. Reportedly handling did not contribute to the reported failure with the device. The device was stored and handled according to the IFU. The intended procedure was a percutaneous transluminal angioplasty (pta) to the leg. Another device was used to complete the procedure. There was no patient involvement and therefore no patient injury reported. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number and issue to date. The device was returned for evaluation. The inner was stretched 200mm approx. To the left of the proximal markerband. The sleeve was partially covering the balloon. 20 mm of the balloon was exposed. An indent was noted at the end of the sleeve (sleeve end closest to the distal tip). Catheter length is 141cm instead of the expected 120cm. No attempt was made to inflate the balloon due to the condition of the device. The result of the investigation is inconclusive. Based upon the available information and investigation a definitive root cause cannot be determined. While not confirmed it is possible that excessive force may have been used to remove the sleeve causing the device to stretch. Based on trending analysis performed no additional action is required at this time. The IFU states: precautions: before removing catheter from sheath it is very important that the balloon is completely deflated. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. If the hypotube kinks prior to or during use it should be discarded. No attempt should be made to straighten a kink in the hypotube. Inspection and preparation: note: a 0.018¿ guidewire must be inserted in the catheter across the balloon during any inflation of the balloon. Remove the balloon sheath and shipping mandrel and inspect the catheter for bends or kinks prior to use. Prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25% / 75%). Attach a stopcock and a 20ml syringe half filled with the contrast solution to the balloon port. Point the syringe nozzle downward and aspirate until all air is removed from the balloon. Turn the stopcock off and maintain the vacuum in the balloon. Purge the catheter through lumen thoroughly. Insertion and inflation procedure: note: a 0.018¿ (0.457 mm) guidewire must be inserted in the savvy long catheter across the balloon during any inflation of the balloon. Make sure that the balloon sleeve has been removed from the catheter balloon. Enter the vessel percutaneously using the standard seldinger technique over the appropriate guidewire for the size catheter being used. Advance the catheter across the lesion with fluoroscopic guidance using accepted percutaneous transluminal angioplasty technique and inflate the balloon to the appropriate pressure. Note: do not inflate the balloon or advance the catheter unless the guidewire is in place. Deflation and withdraw: deflate the balloon by drawing a vacuum with a 20ml or larger syringe. Note: the larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 50cc syringe is recommended. Gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, motion. If resistance is felt upon removal then the balloon and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. Apply pressure to the insertion site according to standard practice or hospital protocol for percutaneous vascular procedures. (B)(4).

Event description:
It was reported that the device separated while removing the balloon sleeve. There was no damage noted to the box, pouch, hoop or balloon sleeve. There was no force required when removing the device from packaging. The mandrel was removed from the device without difficulty. The balloon sleeve was removed from the device. Reportedly the device did not break/stretch or kink as a result of attempting to remove the balloon sleeve. There were no kinks noted on the device prior to use. Reportedly handling did not contribute to the reported failure with the device. The device was stored and handled according to the IFU. The intended procedure was a percutaneous transluminal angioplasty (pta) to the leg. Another device was used to complete the procedure. There was no patient involvement and therefore no patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Receipt of the device is pending. The investigation is currently in progress. Not returned.

Event description:
It was reported that the device separated while removing the balloon sleeve. Another device was used to complete the procedure. There was no patient involvement and therefore no patient injury reported.